Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient fell about a year and a half ago, and caused some device damage. The patient believed that she had been told that the main electrode was bent. The patient was reprogrammed and was able to get therapy, but had to have stimulation at a higher setting. It was also reported that in (B)(6) 2013, the patient let the ins go completely dead. She recharged it completely on (B)(6), and starting (B)(6), the patient experienced a tingling sensation around her waist that was more of a pain type sensation as opposed to a stimulation sensation. The sensation was not constant, it came and went. It was noted that it had woken the patient up the previous night, and that the patient had not turned stimulation off since the sensation began. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-60 lot# serial# (B)(4), implanted: 2008 (B)(6), product type lead product ID 37743 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient product ID 3778-60 lot# serial# (B)(4), implanted: 2008 (B)(6), product type lead product ID 37752 lot# serial# (B)(4), implanted: 2008 (B)(6), product type recharger. (B)(4).